Manufacturer narrative:
(B)(4). Estimated date of event. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that several times in the last two months the rotating hemostatic valve (rhv) attached to an indeflator started to leak after a short time. The exact dates and number of procedures the issue occurred is not known by the site. The device was removed and replaced with another device. Reportedly, this issue was inconvenient as the rhv is full of blood and would have to be changed to a new rhv. The physician commented that the rubber seems to be less flexible and looks fissured. There were no adverse patient effects and no clinically significant delay in the procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. One sterile, unused, representative sample guide wire accessory kit, part 22295-115 (same part number as the complaint device) from lot number 50854374 was returned for evaluation. Functional testing was performed on the returned device and the device passed with acceptable results. No manufacturing issues or abnormal observations were detected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar leak incidents reported from this lot. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.